Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via a manufacturer representative on 2017-04-18 reporting that the patient stated it was taking too long to charge and that it was taking 4 hours to charge 3/4s of the battery. It was reported by the patient that it did not used to take that long to charge. This was reported to have started a couple of weeks earlier. There were no patient symptoms reported. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient's device used to take 2 hours to fully charge their ins and now they spend 4 hours and only charge halfway. The patient usually charges about once a week. The patient's healthcare provider (hcp) stated that they couldn't help with this issue and the patient was told to call the manufacturer. The patient thinks that the equipment might be defective. Patient services asked about the coupling, and they confirmed that they get good coupling. The patient stated that they had gotten 6 bars the last time they were charging. There were no programming changes. The patient stated that they charge every week and this issue has occurred in the previous 3 charging sessions. No further complications were reported or anticipated. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID (B)(4), serial# unknown, product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that analysis had ben run on the patient's recharger. The statistics were reported as an interval average of 2.1, duration of 1.5, coupling 4/8. Recharge stats show anywhere from 0-6 coupling bars average, but that the patient never got to full. A new recharger was requested.

Event description:
Additional information was received from a consumer. It was reported that the patient met with a manufacturer's representative (rep) at the healthcare provider (hcp) office and they contacted technical services. The patient was sent a new recharger and the issue was resolved. No further complications were reported.